Manufacturer narrative:
An assay-related issue cannot be detected based on the very limited information and data submitted regarding this case. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys afp assay result for one patient tested on a cobas 6000 e601 module. The questionable result was not reported outside of the laboratory. The sample was retested because the reporter deemed it was too high. The sample was retested twice. Sample (B)(4) had an initial result of 8.16 ng/ml. The first repeat result was 3.44 ng/ml. The second repeat result was 3.52 ng/ml. The reagent lot number was 505445. The expiration date is 31-may-2022.